Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual evaluation of the as returned product identified the implant damaged from the removal process, however, there were no signs of malfunction that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 19 (universal) and was used for approximately 12 years 7 months. The customer did not provide any pictures or x-rays. DHR review: DHR review was completed for the subject lot number (60979749). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization review: sterilization record (st#1020) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review by lot number (60979749) was performed for similar events and no other similar complaint was identified. Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product (tsvwb13). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Email address for reporter was not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to the patient experiencing pain with an odor and a bad taste at the site. Patient was also experiencing discomfort. Patient requested for the implant to be removed. It was fully integrated at the time of removal. Oral hygiene is excellent. Tooth #19.